Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of five diameter pipeline with never fully open. Despite of several attempts, the physician re-sheathed and take the full system out with the catheter. Another size of the pipeline replaced and completed the procedure. There were no reports of patient injury in association with this event. The patient was undergoing embolization treatment with flow diversion of a medium unruptured fusiform ophthalmic aneurysm. The vessel was observed severely tortuous.